Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
Medwatch 5064295 reported a 2-3 inch section of the wire tip broke off during access to the femoral artery of a patient. The procedure was extended approximately 25 minutes to retrieve the fragment with a snare.

Manufacturer narrative:
The suspect device did not return for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A search of the device history record was performed and no exception documents were found.